Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed revealing ra lead dislodgement. A lead revision procedure was performed but the helix was unable to retract. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were unable to retract the helix, lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of unable to retract the helix was confirmed. Visual examination found the helix was extended and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was damaged/over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of unable to retract the helix was isolated to the damaged/over torqued inner coil in the connector region and the helix/inner coil being clogged with blood/tissue.